Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations reproduced the customer's tsh values. In reference to the differences in the values obtained with the tsh and t3 assays, it needs to be taken into account that assays from different suppliers may generate different values. The difference in recovery relates to the antibodies used, the overall setups of the assays, and the standardization methodology/materials used. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they received erroneous results for 4 samples from the same patient tested for the elecsys tsh assay (tsh), elecsys ft3 (ft3), the elecsys ft4 ii assay (ft4), and elecsys t3 (t3) on a cobas 6000 e 601 module (e601). It was stated that erroneous results were reported outside of the laboratory. This medwatch will apply to tsh. Please refer to the medwatch with (B)(6) for information related to ft3, refer to the medwatch with (B)(6) for information related to ft4, and refer to the medwatch with (B)(6) for information related to t3. Refer to the attachment for all patient data. The customer stated that the patient's thyroid results did not correlate to results from a second laboratory. The patient had high ft3 and ft4 values since (B)(6) 2016 when tested with roche reagents. On (B)(6) 2017, the patient was referred to a second hospital and a new sample from the patient was tested on an abbott analyzer. Results from the abbott analyzer were within the reference range. The physician trusted the results from the roche analyzer, but wanted to confirm the results with another method. A different sample from the patient collected on (B)(6) 2017 was tested on both the e601 analyzer and a beckman analyzer. The roche results from the (B)(6) 2017 sample were erroneous when compared to results from the beckman analyzer. It was stated that one of the samples was diluted 1:2, 1:4, and 1:8 and then tested for tsh. Results from this testing did not suggest that there was any assay interference. The patient was not adversely affected. The serial number of the used e601 analyzer was asked for, but not provided.